Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the surgeon noted an inaccuracy of 2 millimeters at t1. It was noted that the reference frame that was attached at t5 was accurate. The surgeon opted to abort navigation and switched to fluoro for the remainder of the case. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received from a manufacturer representative stating the system was used for another procedure without issue. It was noted the surgeon exposes with the frame attached therefore the inaccuracy was likely due to frame movement.